Event description:
The customer reported the malfunction. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2 and h6 (impact code). Correction to the g3 of the initial medwatch. The aware date should be jul 11, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions regarding the video connector could not be connected and color bars displayed would likely be that there was poor contact with a scope cable due to a failure of the lock lever on the video connector. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, that the video system center's video connecter socket was damaged, and the pig tail would not fit properly inside the socket. There were no reports of patient involvement.